Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and delayed immune response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and hypersensitivity: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching, and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella® with lidocaine, juvéderm® volift® with lidocaine and unspecified juvéderm® voluma®. Patient was injected in the cheeks, lips and perioral area. Patient also had another injection for more juvéderm® volift® with lidocaine in the lips and perioral a month later. Two months later, the patient contacted the clinic and developed a delayed immune response that composed of "entire face swelling" that was "more significant in the perioral area." The healthcare professional is "managing the case." This is the same event and the same patient reported under MDR ID #3005113652-2017-00277 (allergan complaint # (B)(4)), MDR ID #3005113652-2017-00278 (allergan complaint # (B)(4)) and MDR ID #3005113652-2017-00276 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, unspecified juvéderm® voluma®, also a device manufactured by allergan.

Manufacturer narrative:
Concomitant therapies: ginkgo biloba and magnesium. The events of lumpy, sore, pimple, psoriasis and firm hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ indurations or nodules at the injection site."

Event description:
Additional information: the patient had a pimple that they "squeezed in area above lip on day swelling." Patient reported to the clinic that their "lips have become swollen (that people have commented), lumpy, and sore." The lips were fine up until then. Patient was reviewed 4 days after symptoms appeared, who noted the "delayed immune response to filler." There was no trigger and the patient "gets psoriasis bloods." The patient had "lips firm hard nosules cheeks some swelling." Patient had "massage face down" and treated with prednisone and keflex. Two days later, the patient was treated with hyalase after use of block led light. Patient was left with "firm swollen modules periorbiatal; swelling but cheek filler nasolabial line filler not indurated" and was also given prednisone, phenergan and keflex. Symptoms have resolved. Patient was concomitantly taking multi vitamins, fish oil, evening primrose oil, gingko biloba and magnesium.